Event description:
It was reported that a cartridge alarm occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller successfully loaded a new cartridge with assistance from technical support, and the issue was resolved.